Event description:
It was reported that when using the bd pyxis¿ es server user mentioned description of drug was not correct. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) made multiple attempts to reach the customer. However, due to a lack of response from the customer despite multiple follow-up attempts, the tss closed the case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned description of drug was not correct. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.